Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. In addition, the impedance measurements have fluctuated over the last year. Boston scientific technical services (ts) discussed performing commanded shock impedance testing. It was noted the patient was non-complaint with repeated requests. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
Additional information as received which indicated this ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead measuring greater than 125 ohms. In addition, the impedance measurements have fluctuated over the last year. Technical services (ts) discussed performing commanded shock impedances testing. It was noted that patient was non-complaint with repeated requests. This ICD system remains in service. No adverse patient effects were reported. Additional information as received which indicated this ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.